Manufacturer narrative:
Additional information: b5.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that their cycler experienced multiple air detected in cassette alarms in fill 1 of 5. The patient cancelled treatment after the alarms, at which time, fluid was discovered leaking out of the cycler set door. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that they spoke to the patient, however the patient declined to provide any information behind the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however they could not confirm if the patient completed treatment on the day of the event. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information received confirmed that patient was not able to complete treatment on the day of the event. It was reported that when the cycler door was opened, fluid poured out. Additionally, it was reported that the patient¿s doctor was notified of the event and the patient had cultures drawn as a precaution. The patient was not treated with prophylactic antibiotics and did not report any fever, signs or symptoms of infection. The cassette used by the patient is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that their cycler experienced multiple air detected in cassette alarms in fill 1 of 5. The patient cancelled treatment after the alarms, at which time, fluid was discovered leaking out of the cycler set door. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that they spoke to the patient, however the patient declined to provide any information behind the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however they could not confirm if the patient completed treatment on the day of the event. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient is not available for return for physical evaluation by the manufacturer. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that their cycler experienced multiple air detected in cassette alarms in fill 1 of 5. The patient cancelled treatment after the alarms, at which time, fluid was discovered leaking out of the cycler set door. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that they spoke to the patient, however the patient declined to provide any information behind the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however they could not confirm if the patient completed treatment on the day of the event. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient is not available for return for physical evaluation by the manufacturer. Additional information was requested, however to date has not been provided.